Manufacturer narrative:
(B)(4). Batch # m90k7t. Additional information was requested and the following was obtained: what type of procedure was the doctor performing? How was the procedure completed? The procedure was a lap chole. The procedure was completed by the team using a harmonic ace plus 7 which worked after trying three other devices. The analysis results found that the device was returned with tissue pad detached but it was returned along with the device. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the tissue pad separated from the clamp arm during an unknown procedure. It wasn't known how the procedure was completed but there was no consequence to the patient.